Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analyst commented, illegal address power on reset (por) occurred on (B)(6) 2015. Battery voltage at first reading post por reads 1.749 volts. (B)(4).

Event description:
It was reported that an implantable cardioverter defibrillator (ICD)&#1039;wer on reset (por) followed by typical failure in calculation of remaining longevity. Diagnostic testing/troubleshooting performed, software update to take place at next follow up visit. The ICD remains in use, and no patient complications have been reported as a result of this event.